Event description:
The event is reported as: incoming inspection alleged issue: "pin hole on package at inspection." No pt injury reported.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.